Manufacturer narrative:
Investigation completed 10/25/2017. A two year look back from 08/17/2015 to 08/17/2017 for this reported failure and or related to "slip " or "slipped" for product family (a2000) shows no new design or manufacturing trends identified. This complaint was not confirmed. The returned unit passed all specific functional testing requirements, except for the piston was started after starting line and could not achieve proper pressure . When unit is properly positioned and put under pressure, unit would not have slipped. General maintenance and cleaning is required. An in-service is being recommended with focus to proper placement of the device in question. The mayfield patient positioning for success chart has been provided to the customer for reference purposes.

Event description:
It was reported that the head slipped during surgery and the patient had a laceration on the nose. Additional request for information has been sent and on 17aug2017 and 18aug2017, the following was provided by the customer: on (B)(6) 2017, a (B)(6) female was to undergo a resection of intradural cyst- cervical. No stereotaxy device was used. The mayfield clamp (lot number unknown) along with the integra adult disposable skull pins (lot number unknown) was applied and the patient was initially in a prone position and was not repositioned during surgery. The device lost pressure during the case, originally set to 45, at the end of the case it was 0. The length of time the product was in use before the event occurred was approximately 3 hours. The patient¿s injury was approximately 2 cm pressure mark on the right nose. There was no medical intervention required. The action that was taken after the product problem occurred was that the device was taken out of circulation and report filed. Patient outcome reported as ¿no permanent injury¿. Mayfield skull pins are not available to be returned for evaluation.